Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not inflating. Surgical intervention was performed, and the physician found the tubing connected to the reservoir was severed resulting in fluid loss. The ipp was replaced, and there were no patient complications reported.